Event description:
The patient developed a sterile abscess approximately 45 days post-op. Patient had thumb surgery on 07/12/05. Two arthrex devices were implanted in the patient. Surgeon also used fiberwire and closed the incision with 4.0 nylon suture. A culture was taken and came back negative for growth. Follow up in 05 revealed that the patient is doing well and the sterile abscess was gone. The implants remain the patient. Reference ca38801a for additional implant used in patient. This device is used for treatment.